Event description:
The customer reported, the display image on the 9800 system was too dark. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was re-aligned and the image resolution was checked. Recommendations were made to replace the monitors and re-evaluate the images. The system was tested and operates as intended.